Manufacturer narrative:
Additional information was provided in d.4., d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. The device was received in a blister tray inside the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger has been advanced outside of the device. The lever is moving freely. No gas heard when the lever is pressed. The device is taken apart for further evaluation. The canister is fully punctured. Krytox is observed on the canister neck. No damage observed to o-rings or any other parts. The device was reloaded and was reactivated with a new canister. The failure mode could not be replicated; the device activated with no issues. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Complaints have been received describing that gas was heard during activation, which led to slower plunger movement/ plunger stopped in some cases. The root cause is deemed to be vendor related the most likely root cause is partial gas leak passing the canister o-ring, which results in liquid co2 escaping outside of the device and while cooling produces a visible plume. No component or process has been identified as being root cause but with the defined assembly timeline correlating with these instances, likely root cause is the assembly process and particularly the final assembly. Due to unknown nature of the root cause, there is no proposed corrective action at this time. As per the instructions for use (IFU), the lens should be inspected at the pause location prior implantation. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, smoking occurred during product use and setting. The lens was fine and the procedure was completed with the same product on same day. Additional information was received stating that smoke was emitted from the device during use.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).